Event description:
The user's caregiver reported the user experienced a blood glucose value of 60 mg/dl. They were instructed to confirm with a blood glucose meter and to consume 15 grams of carbohydrates if confirmed low. Caregiver declined follow up. Symptoms included hypoglycemia. Outcomes included self-treatment at home with guidance provided by support staff. Investigation included complaint handling and customer contact. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified based on the information provided. It was concluded that the event was consistent with hypoglycemia of undetermined cause without injury or hospitalization.